Event description:
It was reported that an error code 171 resonator issue was received and the scheduled surgery could not be completed using the laser system. The case was completed using an alternate procedure (turp). There was no patient injury reported.